Event description:
It was reported that there was no sound when the device was alarming. The device was being used to spot check only. There were no signs of water ingress. There was no error message. The visual display was not working properly. No known impact or consequence to patient.

Manufacturer narrative:
Additional attempts have been made to obtain the device. The device involved in this event has not been returned to date to allow for analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted.